Event description:
It was reported that the patient had a change in therapy. Impedances were above 10,000 ohms on at least 3 electrodes (#1, #2, #4). The cause of the impedance values was lead breakage, and the lead was replaced on (B)(6) 2011. It was reported that there was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
Analysis of lead model 3778 lot # unknown determined there was no anomaly found with the lead. The outer insulation was pinched and there was suspected body fluids observed in the lead. Continuity was acceptable and there were no shorts between circuits. Analysis of anchor model 3550 lot # unknown determined no significant anomaly was found with the anchor. There was a cosmetic cut on the anchor.

Manufacturer narrative:
Lead model 3778-60, lot # v146136005, implanted: (B)(6) 2009, explanted: lead model 3778-60, lot # v254253015, implanted: (B)(6) 2009, explanted: accessory model 3550-39, lot # unknown, implanted: (B)(6) 2009, explanted: unknown; accessory model 3550-39, lot # unknown, implanted: (B)(6) 2009, explanted: unknown; accessory model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that ¿three leads¿ were replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.